Event description:
Patient reported "deformation and capsular contracture baker grade iii." Affected side is unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation, capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: -deformation: unable to confirm as it is a medical event not related to the device. -capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade iii, diagnosed via ultrasound and magnetic resonance imaging (MRI). This relates to the left side. The device has been explanted.